Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified vessel. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during third inflation at 18 atmospheres for 15 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications nor injuries reported, and the patient condition was good post-procedure.